Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure, video not working, was confirmed, and, cord was frayed, was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image cable had a cut exposing the metal braid. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video quality was not working properly, and poor color image were due to faulty charge couple device. In regard to the other identified malfunction, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's cord was frayed and the video was not working properly. The issues during reprocessing. There were no reports of patient involvement.